Event description:
Blood glucose of "125 mg/dl with a lifescan meter and "165 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Thereby indicating a potential malfuction of the meter in terms of accuracy. The meter and test strips were replaced.